Event description:
Caller reported presence of large air bubbles in tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on using room temperature insulin when filling the cartridge, and the issue was resolved as large air bubbles were no longer present. The caller was able to resume insulin therapy successfully and acknowledged understanding of the guidance provided.